Event description:
Pt reported that back to back test readings obtained on the ss meter were 107, 200 and 20 mg/dl. No symptoms were reported. The pt exchanged the ss meter for a fasttake meter. No other info was provided. There was no allegation of harm.